Event description:
Patient was being transported from the operating room to the sicu with the viasys ltv portable respirator and the patient's oxygen saturations began to drop. Patient was bagged and sats came back up, but it appeared the ventilator was not functioning correctly. The patient was not harmed, but the ventilator was taken out of service and sent to biomedical engineering. This is an older model ventilator that doesn't have more modern features such as gas sampling which may have helped prevent this from happening. There is also no etco2 monitoring capability which also may have helped prevent this from happening. The anesthesiologist involved in this case has formally requested these ventilators be removed from our fleet. Manufacturer response for portable viasys 1200 ventilator, viasys 1200 portable ventilator (per site reporter): I'm not aware of their response at this time.